Event description:
The complainant reported a patient was on impella 5.5 support and during support, the patient had a hematoma. Two units of blood products were given. Additionally, high purge pressure was noted. Tissue plasma activator was added to the purge and support was continued. The procedural outcome was the patient survived the surgery.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Manufacturer narrative:
The investigation of access site bleeding and high purge pressure has been completed. The pump and data log were not returned for investigation. On the 4th day, a hematoma was noted, and the patient was treated with 2 units of blood. Also, on the 111th day, high purge pressure was reported and resolved after tissue plasma activator (tpa) was administered. The cause of the high purge pressure issue was most likely biomaterial buildup, based on the given clinical details that tpa administration was able to help resolve the issue. The cause of the access site bleeding issue was not determined since product was not returned and sufficient clinical information was not provided. H6 health effect - clinical code 1884 was inadvertently omitted on the initial manufacturer device report number.